Event description:
It was reported that during a da vinci-assisted right upper pulmonary lobectomy procedure, there was a conversion to video-assisted thoracic surgery (vats). The issue occurred when the pulmonary artery began to bleed due to surgeon's incorrect operation of an unspecified instrument. There was no unexpected movement that caused the bleeding. The bleeding was unexpected as part of the procedure. Pressure was applied by an unspecified forceps instrument, but complete hemostasis could not be obtained. The surgeon made the clinical decision to convert to vats due to being accustomed to this method and considered it preferable to a thoracotomy. The conversion resulted in increasing port size incision and adding additional ports. The unspecified forceps instrument applying pressure and maintaining hemostasis was safely removed and the conversion was completed without any problems. The blood loss amount is unknown. No blood transfusions were administered. The patient tolerated the conversion well. The surgeon does not believe that the da vinci system is the cause of the issue. The patient¿s current status is unknown.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. Review of the system log was completed, and no related system errors were observed. This complaint is considered a reportable adverse event due to the following conclusion: during a da vinci-assisted right upper pulmonary lobectomy procedure, there was a conversion to video-assisted thoracic surgery (vats). The issue occurred when the pulmonary artery began to bleed due to ¿missing control¿. Pressure was applied by an unknown forceps instrument, but complete hemostasis could not be obtained. The surgeon made the clinical decision to convert to vats due to being accustomed to this method and considered it preferable to a thoracotomy. The conversion resulted in increasing port size incision or adding additional ports. The cause of the operative complication is unknown.